Manufacturer narrative:
The insulin pump passed the displacement test, rewind, and basic occlusion test. The device had a stuck motor error alarm noted during bolus delivery loop. The motor passed the motor test. The motor may have had an intermittent failure not detected during our testing. The device had a cracked case on the display window corners, scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 164 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.